Manufacturer narrative:
H10: the biomed reported that the device was in clinical use when the issue occurred. Details regarding the patient were listed as follows, 49 years old, weight 142.9 kg, height 162.56 cm. It was reported that there was no delay in therapy and the patient was moved to a different ventilator. No patient or user harm reported.

Event description:
Handling team. Philips received a complaint from the biomed, reporting that the v60 ventilator displayed a blower temp high error message. It was unknown how the issue was found. No patient or user harm reported. It was reported by the biomed, that the event log was checked, and no events were observed. The alarm was then reset, and the device would be run for 24 hrs. It was reported that the device had been ran (using the previous patient settings) for two days and one night, and no error alarms were displayed.